Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet. This is a combined initial and final report.

Event description:
The parent reported that the user was unable to hear sounds with the device after a head impact. The user has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The parent reported that the user was unable to hear sounds with the device after a head impact. The user has been re-implanted.